Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump leakage.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5491288. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, pump leakage. Further information indicated a separation in the pump exhaust tube.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump was received for evaluation. Examination and testing of the returned components revealed a separation in the bulb of the pump. Testing revealed this to be a site of leakage. The separation appeared non-striated, dull and smooth, indicating that sufficient stress(s) was exerted to separate the site. No visual or functional abnormalities were noted with the cylinders. Based on previous quality simulations and examination of the returned product, quality concluded that the smooth, dull and non-striated surfaces associated with this separation indicates that sufficient stress(s) was exerted on the bulb of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5491288.